Event description:
It was reported that the thread was pulled down in the catheter. The target lesion was located in the biliary artery. A 12 flexima apd was selected for use. During removal of the device, the thread was pulled down deep in the catheter. The physician had to grab the catheter to remove the device. No complications were reported.